Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer reported that the insulin pump's screen was scratched and hard to read. The buttons were less responsive and battery was getting low faster than usual. Customer's blood glucose level was not reported. The device was not returned.